Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 427 mg/dl and the ketone level was large. The customer thought the infusion set site was a possible cause of the high bg; however, there was no confirmation of an actual site issue. An insulin injection and a bolus via the pump were used to address the bg level. Due to the high bg and dka, the customer was admitted to the hospital. The customer declined to provide further information regarding the hospitalization or discharge date. A pump system check was performed and no device issues were identified. The customer acknowledged the results of the system check.